Event description:
It was reported that in (B)(6) 2013 her wire protruded and was revised.no outcome was reported regarding this event. A further foll ow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).